Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro energy would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There was signs of clinical usage and evidence of blood. Visual inspection showed that the heater wire was detached, but was not on the reported complaint. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. After activation the device remained activated. Device was immediately unplugged. The handle of the device was opened to verify electrical connections. No visible defects were observed. The switch was examined under microscopy. No residue or contamination was seen on the switch. A continuity test was performed on the device; there was continuity on the device. Engineering evaluated the switch and verified that the switch was malfunctioning. Based on the results of the evaluation, the complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet failure investigation report (fir) system. Internal complaint number trackwise #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).